Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn, lot number, reader sn not provided. Customer tested negative with an unspecified covid-19 antigen test on (B)(6) 2022. Customer has no symptoms. Although requested, customer was unresponsive and no further information was provided.